Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted in the hospital. Customer stated that he had a heart attack and he was in diabetic ketoacidosis. The customer stated that she will call back for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.